Event description:
The customer contact reported an adverse event while the device was in use. The tubing set was being used for a therapeutic phlebotomy. The needle of the tubing set was inserted into a 500 ml evacuation container and the male adapter was connected to a 6 inch minibore extension set. The extension set was connected to the pt. After an unspecified length of time in use, it was noted that the blood stopped flowing into the container. It was reported that after the nurse flushed the extension set with 5 ml of saline, fluid began to flow back toward the pt. The tubing was clamped. The pt reported chest pressure and shortness of breath and was taken to the emergency room. A CT scan of the chest and an EKG were performed and the pt was monitored. No medical intervention were reported. After an unspecified length of time, the pt was discharged from the emergency room. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).